Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient faced kinked tubing on multiple occurrences. The patient replaced the infusion set and resumed insulin deliveries successfully no further information available.

Manufacturer narrative:
Initial and final (B)(4) - device 1 of 2. H11: since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.